Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that 9 months following refractive lensectomy she was unable to read without readers, had light sensitivity, nausea, headaches, lack of focus, difficulty with concentration, strobing and blurry vision. She did not feel confident driving and stopped reading. She noted that her eyes felt heavy, tired, irritated and gritty with pressure above her eyebrow going down to the cheekbones. She was also dropping, breaking things and missing steps and edges while walking due to the blurred vision. The surgeon suggested that her brain was taking a little longer to adjust. Eye drops and medication were prescribed. ¿tear duct stoppers¿ were also inserted due to decreased tear level. A second opinion was sought. The surgeon wondered about and discussed the effects of her current anxiety/depression medication and menopause playing a role in the dry eyes. Surgical options were discussed. There are 2 medical records. This is for the right eye. Additional information has been requested; however, further information has not been received. Additional information has been requested.

Event description:
Additional information was provided that the patient has had punctal plugs inserted.

Manufacturer narrative:
Associated products were not provided. It is unknown if qualified associated products were used. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter (patient) provided follow-up information. Hcp inserted plugs in my upper tear ducts as I continue to suffer from dry eyes resulting in burning pain, soreness, tiredness, inability to read. Hcp has repeated to me that the lenses have categorically no connection to dry eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.2., b.5. And b.7. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from patient stating three years since operation. Last week physician inserted plugs in upper tear ducts as patient continue to suffer from dry eyes resulting in burning pain, soreness, tiredness,inability to read. It is certainly impacting on patient overall well-being. Physician has repeated to patient that the lenses have categorically no connection to dry eye and also considering parkinson¿s as a cause. After nearly three years patient condition has steadily worsened.